Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced excessive bleeding after inserting the abbott diabetes care (adc) sensor. The customer experienced symptoms of "dizzy and black in the eyes, cold sweat, brief loss of consciousness. Seat felt strange." The customer was able to self-treat with sitagliptin. There was no report of death or permanent impairment associated with this event.